Manufacturer narrative:
UDI #: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Visual evaluation of the returned device shows signs of repeated use. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented cruciate retaining (cr) standard right size 8, item # 42502606402, lot # 64459676. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was not mating with the implant, during procedure. No known adverse event was reported. Attempt for further information has been made, but no further information has been provided.